Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. A batch review was performed with no issues noted. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. During troubleshooting, the patient reported air in the heater line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted global technical service (gts) regarding a check heater line alarm that appeared on the home choice (hc) during fill 1. Gts assisted the hp with troubleshooting. The hp stated there were air bubbles in the heater line and the alarm returned. Gts assisted the hp to end the therapy and informed the hp to start over using new supplies. On (B)(6) 2011, product surveillance spoke with the hp who stated that she did not see anything unusual with the supplies and checked carefully for defects. The hp stated it did not look like there was more air in the supply bags than usual either. The hp said the air bubbles were small; they were not big gaps. The hp said that she had not had the same problem since and no adverse event was reported.